Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting tool as well as on the cannula. The heater wire on the harvesting tool was observed to be flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Blood and tissue was observed on the jaws. The cannula c-ring was observed to be intact. A mechanical evaluation was conducted. The c-ring was found to be functional and was able to fully retract and advance without resistance or difficulty. Based on the returned condition of the device and the investigation results, the reported failure mode ¿mechanical issue; cannula was not confirmed but was confirmed for the reported failure "material twisted/bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone of the jaws was deteriorating and flaking off. A piece fell into the patient's leg and was retrieved with pick-ups. In addition, the hospital had intended for only the harvesting tool to slide out of the device, but the c-ring would sometimes inadvertently pop out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone of the jaws was deteriorating and flaking off. A piece fell into the patient's leg and was retrieved with pick-ups. In addition, the hospital had intended for only the harvesting tool to slide out of the device, but the c-ring would sometimes inadvertently pop out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.